Manufacturer narrative:
Additional data: d4, d9, h3, h4. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A customer reported that the tips of two aleutian tlif ii straight inserter inner shafts fractured intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the first of two inner shafts.